Event description:
It was observed that during the device evaluation, the subject device exhibited a cracked video connector, distal fiber breakage, a dented edge objective frame, dirt in objective unit, and light transmission failed. There was no patient involvement.

Manufacturer narrative:
The following reportable malfunctions were identified during the device evaluation: dented edge objective frame, dirt in objective unit, bent outer tube, cracked on side video connector, image out of field and light transmission failed. A definitive root cause cannot be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.